Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, the following was revealed. - from the dried-up residue of the black fluid, quite similar substance to the lubricant used inside the endoscope was detected. - the investigation inside the distal end of the endoscope found that the auxiliary channel was detached. Additionally, the subject device was returned to omsc for repair because a pinhole in the auxiliary channel was found in september. After the completion of the repair (september 19), the subject device was returned to the facility. However, air leak was detected from the instrument port in the pre-use inspection at the facility. Accordingly, the subject device, which remained unavailable for procedural use, was returned to omsc again for repair. Omsc investigated the subject device but no air leak was confirmed. The subject device got any special repair and was returned to the facility on november 8. The facility used the subject device for three times in an unknown procedure on (B)(6) , and then the reported event occurred on (B)(6) . Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that presence of some black fluid was confirmed in the endoscopic image coming from the distal end of the subject device and attaching in the patient body during a colorectal screening procedure. The facility then suctioned the black fluid. It may have still remained in the body; however, no additional treatment was provided to the patient. After the procedure, the facility performed a leak test of the device and confirmed air leak from the auxiliary channel in such level that a loud bubbling sound was audible. There was no patient injury reported.